Event description:
It was reported that 2 of the bd luer-lok¿ tip syringe plunger were broken. The following information was provided by the initial reporter: plunger is broken, still sealed in packaging. Does not appear to have been damaged during shipment.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023 h6: investigation summary two samples in sealed packages were provided to our quality team for investigation. Through visual inspection, it was observed that thumb rest of the plunger broken into small pieces and both samples had wrinkling in the top web area around the thumb rest. Additionally, one sample had two holes in the bottom web packaging. Potential root cause for the broken plunger rod and bottom web puncture defect is associated with the packaging process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd luer-lok¿ tip syringe plunger were broken. The following information was provided by the initial reporter: plunger is broken, still sealed in packaging. Does not appear to have been damaged during shipment.